Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: (B)(6)); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two hours post-operatively a pulsed field ablation procedure, there was a drop in blood pressure observed. Echocardiography revealed a cardiac tamponade. A drainage was performed which stabilized the vitals. Five hours after the drainage, there was another drop in blood pressure. The patient was transferred. Another drainage was performed and the vitals stabilized. The patient is receiving treatment in the cardiac care unit (ccu). No further patient complications have been reported as a result of this event.